Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. Customer's mother was unable to perform the high pressure test at the time of the call. Ran a fixed prime test and passed. The customer was going 5-6 days between set changes. Advised the customer of the importance to change infusion set every 2-3 days. No further information was provided.